Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high thresholds, high impedance and the lead failed to pace. The device was inactivated and replaced and the explant procedure of the rv lead was planed. No patient complications have been reported as a result of this event.